Manufacturer narrative:
Follow-up #1: date of submission 0/20/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/30/2016 with the following findings: the display screen has a pinkish contrast. The tdd¿s add up correctly and reflect the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient was hospitalized and treated by a health care provider while on insulin pump therapy. The reporter alleged the pump had a dim/faded/discolored display screen. No details regarding the patient's adverse event were provided. Animas customer support made several attempts to follow up with the reporter for the purpose of obtaining more detailed information regarding the event; however, the reporter failed to respond to these attempts. This complaint is being reported because the patient reportedly experienced a serious injury while on insulin pump therapy, the details of which are unknown. The dim/faded/discolored display issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.